Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery out limit alarm, low battery alarm or numbers count down anomaly noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had frequent low battery alarms. The customer also reported a battery out limit alarm. The customer stated the batteries were lasting less than one week on the insulin pump. The customer stated they were calling back within one week after previously completing a low battery troubleshoot. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.